Event description:
Routine complaint investigation of precision readings issue in which the customer states that they took two readings one immediately following the other and obtained an 80 mg/dl reading and a 395 mg/dl reading. The difference between these readings is greater than would be expected and brings into question the precision of the system. No death, serious injury or medical intervention was reported.